Manufacturer narrative:
See manufacturer¿s report # 3004209178-2016-17547 for the patient¿s other device issue.

Manufacturer narrative:
Device manufacture date: 07/09/2010.

Event description:
Information received from the patient reported that they had an intermittent shocking/jolting sensation from their implantable neuro stimulator (ins) which occurred 4 months post implant of the device (which was in late late 2009). The indications for use for the implanted device were noted post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.